Event description:
Per attached email received from mdt rep (B)(6) on (B)(6) 2021, stated that pt had still has a sjm pacer and a medtronic leadless micra. He had a lead fracture and was not infected, so the choice not extract was the decision made. Prs began processing registration (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).